Event description:
After changing 10cc syringe, unit changed to 3mg/kg/hr from 0.2mg/kg/hr by itself. The drug was sufeudanil and occurred at 12:30pm. There was no pt injury or treatment associated with this event.